Event description:
Customer called to report a leak under the cartridge chemistry (cc) reagent probes of the unicel dxc 600 synchron system. The field service engineer (fse) inspected the instrument and replaced the reagent a probe crane tubing due to wear and tear. The fse also replaced the reagent crane grommets. Finally, the fse verified instrument performance to ensure that the troubleshooting effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument leak, and that patient samples and results were not affected as the event occurred during calibration and quality control checks.

Manufacturer narrative:
(B)(4).